Event description:
Additional information was received from the physician on (B)(6) 2012, that this vns patient had a history of sleep apnea. The sleep apnea was not believed to be related to vns.

Event description:
Clinic notes regarding this vns patient were received on (B)(6) 2012. Notes dated (B)(6) 2012 indicated that this vns patient had obstructive sleep apnea. The patient was reported to be doing well on bipap. The patient's device was interrogated and adjusted. (The pulsewidth was likely a typographical error as 350 usec is not a pulsewidth option.) The patient tolerated the procedure well and left the office in a stable condition. Clinic notes dated (B)(6) 2012 also indicated that the patient had severe obstructive sleep apnea. The patient's vns was also adjusted on this date, and the patient tolerated the adjustment without difficulty. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
.